Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms occurred during pumping. The customer's blood glucose level was 142 mg/dl. The customer declined to provide information regarding the alternate therapy the customer reverted to.